Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a frozen display 30 minutes prior, low battery alert and now it is alarming button error. They said that the time clock reset itself to 12:02am and that no buttons work for him. Customer¿s blood glucose was 90 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify low battery alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No frozen screen noted. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.